Manufacturer narrative:
The pump had a blank display due to a corroded battery cap contact. However, the pump was received with normal operating currents. The pump had cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was over 300 mg/dl. Customer will treat with a manual injection. Customer stated that the battery compartment is not damaged or corroded. Troubleshooting was performed and the customer was not able to locate the battery cap. Customer stated that she has been attempting to troubleshoot the blank display for the past 2 weeks by inserting new batteries. Customer lost her battery cap while troubleshooting for the blank display. Customer declined to be sent a replacement battery cap and requested a replacement instead. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.